Manufacturer narrative:
At this time, this pacemaker has been returned but analysis is not yet complete. This record will be updated upon completion of analysis.

Event description:
It was reported that diagnostics for the right atrial (ra) lead connected to this pacemaker stopped being recorded. During a subsequent follow up appointment, the clinician reported noise on the ra channel that appeared to be oversensing of the minute ventilation (mv) feature signal. Boston scientific technical services (ts) provided troubleshooting advice at that time. Approximately one month later, the patient underwent a revision procedure wherein the ra lead and pacemaker were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device was included in the recent minute ventilation sensor signal oversensing advisory population. However, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed as device evaluation has been completed.